Event description:
It was reported that during a starr procedure, on pt side no staples, misformed staples. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info received: instrument did only staple on the distal part. The part within the pt did not have the b-shape. The surgeon overstitched it and pt is fine.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.